Event description:
Resident was being transferred from her wheelchair to her bed via total mechanical lift when she had a change in plans exiting out of the sling onto the floor. Both cna's present during the transfer reported the resident's right foot gripped firmly to the leg though preventing the sling from coming out straight towards the mechanical lift, but rotating quickly to the right. The resident had on grippy-sole footwear. The spotter cna was intervening to guide the resident's foot. During the re-enactment of the described maneuver the team members observed the rotating inertia of the lift hangers approximately 45 degrees to the right of the wheelchair causing the left slide of the sling to create a large gap. Her person centered care plan directs to have two persons present for total lift transfer - use calf board when up in wheelchair for positioning. She has no trunk control and the inability to maintain postural support without staff assistance. She has person centered adaptive devices/postural support devices attached to her wheelchair. This includes high back tilting wheelchair, left arm trough attached to the left arm rest, calf board, leg trough attached to the calf board.